Manufacturer narrative:
Concomitant product(s): product ID: 37602. Serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: implantable neurostimulator. (B)(4). Initial reporter. Phone number and fax number: (B)(6).

Event description:
The health care provider (hcp) reported via the company representative (rep) that premature battery depletion occurred. Replacement of the implantable neurostimulators (ins) were required. Settings at the time of replacement were: left ins: 3.7v/60pw/160hz c+0- service: "ok" 2.77v right ins: 3.6v/60pw/130hz c+2-10 service: "eos" 2.26v therapy impedances: left ins: 728ohms 5.084ma right ins: 505ohms 6.920ma it was unknown which ins was the left and right. The issue was resolved at the time of this report. The patient was alive with no injury.